Event description:
It was reported that a m.blue plus(#fx839a) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the shunt system caused an under-drainge. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damages of the valves were determined. Permeability test: a permeability test has shown that both valves are permeable. During the permeability test some bloody liquid was flushed out. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The result shows that the both valves do not operate within the accepted tolerances in the horizontal position. However, the m.blue operates within the specified tolerances in the vertical position. An slower outflow of both valves could be determined. Adjustment test: the valves were tested and both valves are not adjustable in all pressure settings. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, organic deposits were found in both valves. Results: based on our investigation results, we can confirm a slowed outflow in both valves in the horizontal position. In addition, both valves were no longer adjustable. The deposits visible in the shunt system led to the functional impairments. Organic matter in the cerebrospinal fluid can influence the function temporarily and are known inherent side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.